Event description:
It was reported that the lead threshold increased and noise was observed. Reprogramming was done. The lead remains in use. No patient complications were reported as a result of this event. Later reported that the lead polarity switch switched polarity. The patient was checked the next month, again a year later, with plans to check again next month. The patient is not pacer dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was observed. Non-physiologic rates were noted on variable heart rate episode trend. Increase in capture thresholds also seen in (B)(6) 2009.

Event description:
It was reported that the lead threshold increased and noise was observed. Reprogramming was done. The lead remains in use. No patient complications were reported as a result of this event. Later reported that the lead polarity switch switched polarity. The patient was checked the next month, again a year later, with plans to check again next month. The patient is not pacer dependent. It was further reported that there was oversensing and low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was observed. Non-physiologic rates were noted on variable heart rate episode trend. Increase in capture thresholds also seen in (B)(6) 2009.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Interference/noise was observed. Non-physiologic rates were noted on variable heart rate episode trend. Increase in capture thresholds also seen in (B)(6) 2009. Analysis of the lead found that the outer insulation was breached, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was melted, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched; full lead in segments returned and analyzed.

Event description:
It was reported that the lead threshold increased and noise was observed. Reprogramming was done. The lead remains in use. No patient complications were reported as a result of this event.